Manufacturer narrative:
Product complaint#: (B)(4). Additional information has been requested and received. Attempts to obtain the device have been made. Did the reservoir come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? Unk. How was the case completed? Unk. Could you please provide the lot number? Unk. Could you kindly perform and document the follow-up attempt for the product return? The device will be shipped. Please check rmao. Please provide the source or name of person providing answers to follow-up questions:(B)(6). If further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and a reservoir was used. At the wards/ICU, although the pressure was applied to the reservoir, the reservoir was swollen, and the negative pressure was hard to apply. Another product was used to complete the case. There were no adverse consequences to the patient. Further details are not provided. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.